Event description:
It was reported that during a preparation for a coronary drug eluting stenting treatment procedure, a rough burr was noted on the stent strut. The physician was preparing the taxus express2 3.5 x 28mm drug eluting stent for placement in the calcified right coronary artery (rca), but when he ran his fingers across the stent he felt a rough burr along one of the struts. There was no patient contact. The procedure was completed with another taxus stent, same size.

Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.